Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.